Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, resistance was felt during device removal and a foot break occurred. The lever had been lowered but the foot had not closed, the resistance felt during device removal was caused by the open foot. Reportedly, no tissue damage occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not returned. It was initially reported that the device would be returned for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the device was removed against resistance. The proglide instructions for use states do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Patient weight was not provided, but the patient was described to be of normal weight. Reportedly, resistance was felt during device removal. Per the instructions for use (IFU) states, do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.